Event description:
It was reported that the right ventricular (rv) lead exhibited noise being oversensed with pacing inhibition, resulting in inappropriate episodes being stored. The lead safety switch (lss) function was triggered. The patient had muscle stimulation after pacing was programmed to unipolar. A lead revision will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).